Event description:
Resident had been placed in shower chair. Cna was transporting pt to shower room when wheel of chair rolled over door entry mat. Pvc chair leg split causing resident to pitch forward from chair. Cna injured back in successful attempt to cushion resident fall. Chair was purchased because it was able to sustain weight of this resident.